Event description:
The customer contacted physio-control to report that the on/off button would not work. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device was forwarded to our product assessment center (pac) for further evaluation. The pac determined that the cause of the reported issue was due to a broken lid-latch that would not allow the power on/off switch to be pressed.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Physio-control evaluated the customer's device and verified the reported issue. The device is unrepairable and was retained by physio-control. The customer will receive a warranty replacement device.

Event description:
The customer contacted physio-control to report that the on/off button would not work. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.